Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that decreased r waves were noted via a merlin.net transmission. Fluoroscopy revealed externalized conductors on the right ventricular lead. The patient was asymptomatic. The patient will continue to be followed routinely.